Manufacturer narrative:
The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced unexplained high blood glucose of 253 mg/dl. During troubleshooting, insulin exited the tubing during a manual prime. The high pressure test was performed and failed twice. The customer was advised to revert to a back-up plan. Nothing further was reported.